Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient clarified that they were not experiencing their implant heating, patient reported that controller had a message saying "checking recharge quality" and it would not advance past that. It did continue to charge the implant to full. Patient took battery pack out and reinserted it and the message resolved.

Manufacturer narrative:
Disregard previously reported concomitant products, there are no concomitant products involved in this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient says that their stimulation on/off button fell into the controller and says this happened (B)(6). Patient says they are in a lot of pain because they don't have any stimulation and are panicking. Pt says the controller wont find the device. A replacement controller was sent out. Patient called back escalated as they are now on day 3 or 4 without stimulation, as they just received a replacement controller and now the new controller is displaying software problem 1-intellis, 2-3.6, 3-243, 4-qf_port. Patient stated the error appeared on the screen yesterday upon receiving replacement controller. Agent walked patient through removing the battery pack and plugging the controller into the ac power supply. Patient confirmed the controller powered on but displayed the incorrect date and time. Agent reviewed with patient why date and time were lost and how to change date and time once controller was charged. Patient reinserted battery pack and confirmed recharging with green flashing light. The steps on the call resolved the issue. Patient repeated that it took forever to get past looking for a device and checking the recharger to find the device, then the controller would turn off completely. Patient was told to call back if issue persisted. Pt called back frustrated that their controller is not working. Pt stated this a new controller they received yesterday, pt said controller is stuck on checking recharger and then goes completely blank. Agent asked, pt stated this only happens with the new controller, did happen with old controller. A replacement controller was sent out. Patient (pt) called back stating the most recent replacement controller from this case that they were sent does not work and is doing the same thing as before; controller will search for recharger or check quality for 30 minutes then will shut itself off. Pt also mentioned they did not select implant the 1st time during set up. Pt stated they have been without stimulation for a long time and they need it. The patient was talking extremely fast and agent had a hard time keeping pt focused on reason for call. Agent had pt reset controller and clean connections on recharger pins and controller port. Pt plugged recharger into controller and selected continue; pt made a comment that it usually takes forever to find the implant. On the call, pt advanced to the batteries screen with no issue and saw controller at 100% and implant 0% recharging excellent. Agent reviewed best practices for recharging the implant. Pt stated they will be thrilled when they can get some charge into the implant; pt mentioned that takes 20-25 minutes and can sometimes charge the implant fast. Pt stated they get so happy when they can feel the stimulation in their back because it feels good. Agent reviewed they would need to follow up with hcp if they continue to have telemetry issues. Pt stated telemetry has gotten worse over time and is slow. Pt denied falls/trauma. Pt made a comment that they cannot recharge the implant in their bed because the paddle comes off. Pt asked - agent reviewed non rechargeable ins information. Pt stated they charge the implant once a day. Pt asked - agent reviewed showering with hot water. The pt stated that it seems like once they were implanted, the hcp was done with them and hcp does not want to know anything about the stimulator. Pt mentioned an upcoming procedure on sept 9th on lumbar 4 and 5 for sciatic pain down their leg. Pt feels like they cannot talk to the hcp about the scs device and they do not have time for it. At the end of the call, pt asked if the implant ever gets hot because their hcp led them to believe that the implant heats up but does not compare to when they are "not plugged in". Agent asked pt to elaborate on this but agent had a hard time understanding what pt was asking. By the end of the call, implant was still recharging on excellent quality and pt stated they will send a letter to the hcp to further inquire about implant charging/telemetry.

Manufacturer narrative:
Continuation of d10: product ID: 97745 serial# (B)(6) product type programmer, patient product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.